Event description:
It was reported that the system displayed low ma and filament regulator failure errors and was not producing x-rays. There is no report of pt injury or death associated with this case.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board was replaced during the service call. The system was tested and found to be working as intended and put back into service.